Manufacturer narrative:
Report number: 1038671-2024-00686. D10 concomitants: (B)(6), 02-012-44-6011 - logic tibia implant psc insert, sz 6, 11mm. (B)(6), 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. (B)(6), 200-02-38 - three peg patella 38mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00686. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, cracking, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015 and then approximately 8 years later on (B)(6) 2023 experienced a surgical revision. Revision operative report of (B)(6) 2023 -revision right total knee (tibial, femoral and polyethylene). The patient has experienced prosthesis wear, loose femoral implant, synovitis and pain. Findings: loose femoral implant- removed easily with moderate bone loss. Excessive wear of polyethylene with signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly. Distal femoral bone loss was moderate. The tibial bone loss was extensive and repaired with a tibial cone. Patella button was stable and not revised. Patient was taken to pacu in stable condition. There is no other patient or medical information provided. No further issues or complications were reported. No additional information is available.